Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Device history lot . Part # 03.100.108. Synthes lot # 1024239. Supplier lot # na. Release to warehouse date: 20 jul 2009. Manufactured by synthes monument. No ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary visual inspection: there are many nicks at the front face and the lateral edges at the forefront of the received radiolucent hohmann retractor visible. Also there is a deep cut in at the front face visible, based on the appearance is can be assumed that this damage was caused by an inappropriate contact with a drill bit. After a visual inspection per guidance provided. It is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during loan kit inspection on an unknown date, the following was discovered. Chisel blade - wedge end damaged and worn. Retractor - wedge end damaged and worn. This report is for an aluminum hohmann retractor 35 mm width. This is report 2 of 2 for (B)(4).